Manufacturer narrative:
(B)(4). The device was manufactured 08/19/2016 - 08/20/2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak test pressure test and clear passage under water and functional test were performed with no defects found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was unable to prime. This occurred while trying to prime. There was no patient involvement. No additional information is available.